Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: date: (B)(6) 2025 - time: 4:38 pm where sg: 152 mg/dl - bg: 337 mg/dl. After dms review, we confirmed the following information at the time of the event: date: (B)(6) 2025 - time: 4:38 pm - sg: 152 mg/dl - bg: 337 mg/dl (confirmed via fingerstick). After dms review, we confirmed that the user didn't receive a high glucose alert at the time of the event because the sg never went above the alert level.the user didn't seek for medical treatment and resolved the event by being assisted by his wife with insulin.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
It was reported that the user experienced a hyperglycemic event. The following example was shared by the user. (B)(6) 2025 time: 4:38 pm cst - sg: 152 mg/dl - bg: 337 mg/dl. A review of the data management system (dms) data revealed that user's sg on (B)(6) 2025 at 5:38 pm est was 152 mg/dl and bg was 337 mg/dl. A review of the alert history revealed that the user did not receive any alerts during the reported time as their sg was below the set threshold. The user did not seek medical treatment and resolved the event by administering insulin themselves. User's hcp was not aware of the incident. The user was advised to follow up with the hcp for further medical guidance. A case (complaintrec-53969) was created to address sensor inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. Upon receipt of the RMA, the sensor was tested, and a investigation on the sensor confirmed a loss of chemical performance due to hydrogel oxidation which could potentially result in sensor reading inaccuracies. B4. Date of this report 25 june 2025. G3. Date received by the manufacturer? 25 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Component code updated to 510. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.